Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary:the hvad pump and the controller were not returned for evaluation. The reported event was confirmed through log file analysis which revealed 1 vad disconnect alarm logged on (B)(6) 2017, which is indicative of a physical disconnection of the driveline from the controller. Of note, it was reported that the patient dropped the controller, which resulted in a disconnection of the driveline from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event may be attributed to the reported dropping of the controller by the patient. Other devices involved in this event: controller/ (B)(4)/ model #1403us/ exp. Date: 2017-09-30/ UDI#: (B)(4). Device available for evaluation; mfg. Date: 2016-09-30; labeled for single use; (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller fell off the bed and the driveline was disconnected. The patient experienced a pump stop. The pump and controller remain in use. No patient complications have been reported as a result of this event.